Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the battery out limit alarm could not be cleared due to buttons not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, broken battery tube threads, a broken belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.